Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the angulation knob of the colonovideoscope was broken. Upon inspection of the customer¿s returned device it was observed, the light guide lens and the objective lens adhesive had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the distal end insulation inspection test failed, the printed circuit pate was deformed, due to deformation of guide plate printed circuit board unit, the bending angle in up direction did not meet standard value, the switch box was scratched, and the standard connector label was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.